Event description:
It is reported that the device was implanted in 1999. The device was revised in 2007, due to osteolysis.

Manufacturer narrative:
Eval summary: a definitive cause cannot be determined. No product was returned for evaluation. Device history records indicate that the device was manufactured and packaged to specification.